Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl and a large ketone level identified as dangerous by healthcare provider. Bg was treated with unspecified intravenous fluids. Reportedly, customer left the ER 4 hours later. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate form of insulin therapy.